Event description:
Pt underwent r shoulder surgery with placement of pain care 3000 pump in 2005. Pt now claiming r shoulder glenhumeral chondrolysis. Pt had r shoulder total joint replacement in 2008.